Event description:
Breakage per-operatively of the 6.5 humeral broach. Tip was implanted.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.